Event description:
It was reported that during a shoulder procedure using a multifix knotless fixation device, the implant broke upon insertion into the bone. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.